Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hip revision surgery the attachment device was "not working properly". There was a delay of ten minutes to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.